Event description:
After a triple lumen central venous catheter was placed, one of the lumens broke off. The lumen was clamped off until the line could be remove and a PICC line placed. No harm to patient.